Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of over 600 mg/dl. Symptoms that were reported at the time of the incident were none. The customer was treated for high blood glucose via insulin pump. The customer reported having issues with settings. Troubleshooting for the high blood glucose was declined. The insulin pump will return for analysis.